Event description:
A customer reported that the adc device would not power on with button press or strip insertion. As a result, the customer was unable to use the device to monitor glucose and while riding a bike, experienced symptoms of thirst, sweating, and loss of consciousness. The customer was able to regain consciousness and self-treat with dextro and "moisture." There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. As a result, the customer was unable to use the device to monitor glucose and while riding a bike, experienced symptoms of thirst, sweating, and loss of consciousness. The customer was able to regain consciousness and self-treat with dextro and "moisture." There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.